Manufacturer narrative:
The customer reported that the nibp did not give an audible alarm when it should have. Verified that nibp alarm parameters were on and set appropriately. The monitor displayed a visual blinking alarm but no sound. Volume was turned on. They did reseat the input unit and repower the monitor with no resolve. There was no error message or icon displayed on the monitor to indicate an internal sd issue. Customer was unable to find the serial number on the back of the bedside monitor. The customer's complaint was not resolved at the time they contacted nka. Nka attempted to contact the customer but the customer did not respond. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained. Device not returned.

Event description:
The customer reported that the nibp did not give an audible alarm when it should have.